Manufacturer narrative:
Since serial number of the device was not provided and the device was not returned to the manufacturer, no investigation on the device can be performed. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors (i.e., dialysis) may have contributed to the structural valve deterioration observed in this crown prt valve. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacture was informed that a crown prt pericardial heart valve size 19 (unknown serial number) which was implanted on unknown date, was explanted on (B)(6) 2023 due to svd. Reportedly, a perceval valve size s was implanted in the patient as a replacement. Based on the further information received, patient was a dialysis patient. The manufacturer was informed that no further information will be provided.

Manufacturer narrative:
H3 other text : device was discarded by the site.

Event description:
The manufacture was informed that a crown prt pericardial heart valve size 19 (unknown serial number) which was implanted on unknown date, was explanted on (B)(6) 2023 due to svd. Reportedly, a perceval valve size s was implanted in the patient as a replacement. No further information is available at this time.